Manufacturer narrative:
The technician found the brake weldment, connecting rods and screws for brake system were worn out from normal use. The technician replaced the brake weldment, connecting rods and hex rod screws to repair the stretcher.

Event description:
Information received indicates the brakes are not holding in the brake position if pedal is bumped.